Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was further reported that the device replacement did occur on (B)(6)2014 as planned. The patient did have good stimulation before the procedure. The patient had a follow up on (B)(6) 2014. Additional information about this appointment was requested, if received,a follow up report will be sent.

Event description:
It was further reported that the patients replacement was scheduled for (B)(6) 2014. Additional information about the outcome of the replacement will be requested. If received, a follow up report will be sent.

Event description:
It was further reported that the patient's device was replaced with a prime device (not rechargeable). She was doing fine with good relief.

Event description:
It was reported that the patient¿s device had a confirmed first overdischarge (od). The patient had stopped using and charging the device 11 months prior. A physician mode recharge was performed and was successful. The patient was sent home on the regular recharge mode. A company representative planned to see the patient to clear the expected power on reset (por) and reprogram the device. A discussion on keeping the stimulator or explant would also occur. The patient¿s status was alive with no injury. Clearing the por (0x8) was successful. The patient was feeling stimulation in the desired areas. The patient had lost her programmer and was ordering a new one. The battery had not held the charge overnight. The patient stated she had charged it fully 24 hours prior. This was not verified due to overdischarge. Six weeks later, the patient stated they had wanted the battery out even prior to the od. The device was recovered from the od but it was stated that the device was not holding a charge. The patient had stimulation in the right places, but the amplitude needs were 10v. Since the battery wasn't holding a charge, the physician wanted to replace it. The patient also stated the battery was too high in her back and caused discomfort when lying back. Moving the pocket and placing an MRI safe device were discussed and the patient was pursuing pre authorization for the replacement. Additional information on the replacement/potential revision of the pocket was requested from the physician. If received, a follow up report will be sent.